Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
During investigation on-site performed by our field service engineer presence of corrosion/liquid spill were found. The damaged parts were replaced and after successful tests the ventilator system was sent back in service. The replaced parts were not further investigated since ingress of liquid/corrosive substance can cause failure/short circuits which might lead to a ventilator system malfunction. There is no information on how the liquid spill entered the ventilator system or what kind of liquid spill it was.